Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the specificity performance is not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Return testing was not completed as returns were not available. Based on our investigation, we have determined that there is no a systemic issue and/or product deficiency with architect total b-hcg reagent lot 06106ui00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier: complete sid (B)(6) .

Event description:
The customer reported a false positive architect total b-hcg result on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 255.36 miu/ml, repeated on sid 45 = < 1.2 miu/ml. No impact to patient management was reported.